Manufacturer narrative:
The reported event of inadequate capture was not confirmed. As received, only a connector portion of the lead was returned in one piece for analysis. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage. X-ray examination found no anomalies to the lead body. Electrical testing did not find any indication of conductor fractures or internal shorts. Further information was requested but not received.

Event description:
New information received noted that the left ventricular lead was explanted. The patient was stable.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the left ventricular (lv) lead exhibited high capture threshold. The physician attempted to replace the lead however the patient's vein was occluded hence the old lv lead remains implanted. The patient was stable.